Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was sleeping due to noise. Data analysis was performed, and technical services observed the presence of the sense b node issue. This issue would eventually affect only primary and alternate vectors, leaving secondary vector unaffected. According to the information available in camelion, secondary vector is providing an appropriate detection. Technical services provided troubleshooting steps to diagnose and confirm this issue. The plan is to bring the patient into the clinic in a few months for troubleshooting. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was sleeping due to noise. Data analysis was performed, and technical services observed the presence of the sense b node issue. This issue would eventually affect only primary and alternate vectors, leaving secondary vector unaffected. According to the information available in camelion, secondary vector is providing an appropriate detection. Technical services provided troubleshooting steps to diagnose and confirm this issue. The plan is to bring the patient into the clinic in a few months for troubleshooting. Additionally, the patient was brought back in for a follow-up and automatic setup was performed, the device was programmed to secondary vector was recommended after the setup process to be programmed. The system was set to secondary vector for permanent programming. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was sleeping due to noise. Data analysis was performed, and technical services observed the presence of the sense b node issue. This issue would eventually affect only primary and alternate vectors, leaving secondary vector unaffected. According to the information available in camelion, secondary vector is providing an appropriate detection. Technical services provided troubleshooting steps to diagnose and confirm this issue. No additional adverse patient effects were reported. This device and electrode remain in-service.